Event description:
Ventilator was not registering pt's breaths taken on her own and was alarming and displaying apnea. Equipment was changed out with no injury to the pt. This was a rental piece of equipment and the co was notified and they exchanged it with another piece of equipment of the same type.